Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from december 18, 2019 - december 19, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted,

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. The leak was discovered at dispensing room before treatment. There was no patient involvement. No additional information is available.